Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device failed to boot up, displaying an error message 'cannot locate mpm application.exe please re-apply latest software update.'. There was patient involvement, however no health consequences or impact.